Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09vsa, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient noticed no difference in symptoms if therapy was on or off. Occasionally, the patient experienced a shocking sensation in their right labia. Reprogramming would result in comfortable stimulation, but would get painful on the drive home, especially with positional changes. The last reprogramming session resulted in stimulation closer to the rectum. The stimulation began to irritate the patient and cause rectal pain. The patient¿s hemorrhoids were getting bigger. The patient had to turn stimulation off, as they could not sleep with the pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.